Event description:
It was reported that the as lvp 20d 3ss cv had flow issues during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "regarding their filter issues the set they mentioned was 2202-0007 and the inability to prime, or if they were able to prime they would get air bubble formation below the filter or possible occlusion alarms.

Manufacturer narrative:
Correction the investigation has been updated: h.6. Investigation summary: sample for pr2832038 has been misplaced. The customer complaint that there is an affected bd product could not be verified due to the product not being located for failure investigation. A device history record review for model 2426-0007 lot number 21019020 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that there is an affected bd product could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21019020 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv had flow issues during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "regarding their filter issues the set they mentioned was 2202-0007 and the inability to prime, or if they were able to prime they would get air bubble formation below the filter or possible occlusion alarms.